Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that patient has a lead problem. Patient went for revision surgery and received high lead impedance results on diagnostics in pre-op. End of service indicator was no. It is unknown when high lead impedance was first diagnosed. Generator was replaced prophylactically. Attempts for product return and further information are in progress.